Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The volumetric accuracy was tested three times at 19.8ml/hr and 19.8ml with 60ml syringe. The test results were within specifications. Based on the results of the investigation and log review, the pump operated as intended. If additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun medical inc internal report (B)(4). The actual device has not been received yet and the investigation is on going at this time. A follow-up report will be provided when the evaluation results become available.

Event description:
As reported by the user facility: end user with clinical trial has a perfusor space pump that was under infusing on (B)(6) 2016.